Manufacturer narrative:
One opened probe was received with a tip protector in a pouch. For the report of could not cut, during surgery. The returned sample was visually inspected. And found to be non-conforming with orange/brown foreign material on the port face and red foreign material on the needle. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut. And was non-conforming for actuation. The probe was disassembled and the components inspected. Excessive wear was observed, on the inner cutter when compared to the degree of wear, based on continuous actuation of the probe visual standard photos. Gouge marks were observed, at multiple locations along the cutter. Orange/brown foreign material was observed, on the tip of the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed, due to an interference within the probe. And once the interference (needle assembly) was removed, the probe was able to actuate. The product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm, that the probe had a cut failure. The evaluation indicated, that the probe had an actuation failure. The cut functionality of the probe was conforming. However, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The root cause for the actuation failure, as well as the observed foreign material, is the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes. And it appears, that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such, that the cutter function becomes poor, bent, or does not function at all. The reported cut failure was not confirmed. And it appears that the observed actuation failure was, due to excessive use of the probe by the user. Therefore, no action has been taken. As probes are 100% visually inspected and tested for actuation, aspiration, and cut, during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe did not cut. Aspiration was normal. The probe was replaced and the procedure was completed. There was no patient harm.